Manufacturer narrative:
(A2) age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.5mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. However, on the second inflation before reaching the rated burst pressure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion had 50% stenosis which was located in the anterioir tibial artery.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.5mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilation. However, on the second inflation before reaching the rated burst pressure, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.